Manufacturer narrative:
Insulin pump received with no button response due to lcd unlock keypad connector. Unable to verify unexpected restart alarm due to no button response. Unit received with minor scratched display window, cracked case at display window corner, cracked battery tube threads, and cracked reservoir tube lip.

Event description:
The customer's mother reported via phone call that the insulin pump kept alarming unexpected restart after a battery change. He could not view the alarm history or clear the alarm. Customer's blood glucose level was 573 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.